Manufacturer narrative:
Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (nov 2019 through oct 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost both ECG and ap pressure trigger sources. The cardioave was exchanged for another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge representative evaluated the unit and there was no issue found and no repairs made to the unit.

Manufacturer narrative:
The customer has not requested service at this time. A supplemental report will be submitted if further information becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) lost both ECG and ap pressure trigger sources. The cardioave was exchanged for another. No patient harm, serious injury or adverse event was reported.